Manufacturer narrative:
Device lot number and expiration date are not available from the facility. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A cardiac lead extraction procedure commenced to remove 2 pacing leads (one right atrial and one right ventricular). The patient had pre-existing bilateral pulmonary embolisms (pe) as well as clots within the heart, which the surgeon wanted removed via open heart procedure. There was also concern that the leads might be infected. The physicians decided to extract the leads first, then remove the large clots and pe. Physician prepped both leads with spectranetics lead locking devices. The right atrial (ra) lead was removed without any difficulty. When attempting to remove the right ventricular (rv) lead with the spectranetics 14fr glidelight laser sheath, the device could not progress. The physician then switched to a cook shortie and was able to get past a binding site to near the innominate/superior vena cava (svc) area. He then switched back to the spectranetics glidelight, which progressed slightly further and the second lead came free. A slight drop in patient's blood pressure was noted. The physician did a sternotomy and was able to see a small tear at the svc/pericardium intersection. Repair was completed and then they removed the clots and emboli as initially discussed. Patient survived and procedure completed successfully.